Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with initial surgery of cbt was performed on l4/5 on (B)(6) 2013. Plf was performed on l3/4/5/s. Hernia occurred between l1/2. Similarly on l4/5, vertebral body collapse was noted, so reoperation was performed. The procedure was changed to decompression in the operation. The doctor heard from the patient that there was lower extremity pain, so only hernia removal on l1/2 was completed in this operation according to the doctors opinion. However, it was said that if the patient said he/she had back pain, the s screw may be loose, so it is thought that reoperation may be necessary. It was reported that there was looseness on s screw. The s screw is planned to be removed in operation on (B)(6). Also upper vertebral body collapsed.